Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord is corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e238 occurred due to corrosion observed on the operating unit, caused by water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited e238 error (scope communication error) and it was unavailable for use (cleaning the electrical contacts of the scope did not remove the error). The issue occurred during setup. There were no reports of patient involvement.